Manufacturer narrative:
An event regarding loosening of the femoral stem component involving a krh all-poly tibial component was reported. A phase 3 investigation has been completed for both the mrs stem component and the simplex bone cement. This event relates to loosening of the mrs femoral stem within the femur bone canal. The product reported in this investigation is part of the tibial side of the construct and does not interact with the femur bone, therefore this product did not contribute to the event. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient reported having revision to his right knee due to the cement adhering to the implant and not the bone. This caused the implant to be loose and patient reported causing him pain.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
Patient reported having revision to his right knee due to the cement adhering to the implant and not the bone. This caused the implant to be loose and patient reported causing him pain.